Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 317 mg/dl and ketones were present. Insulin injections were administered to address the bg level. The customer was taken to the emergency room (ER) with a bg level of 240 mg/dl and intravenous fluids were administered. After a few hours, the customer left the ER with a bg of 113 mg/dl and was feeling better. The cause of the high bg was not known. The healthcare provider (hcp) thought it might have been site related. Reportedly, the hcp assisted the contact with management of blood glucose levels while using insulin injections or the pump for insulin therapy.